Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results with the inratio2 meter compared to the lab. Results as follows: date: (B)(6) 2012, inratio2: 4.5, lab: 6.28. Within 2 hours of meter test. Pt's therapeutic range 2.0 - 3.0 for history of dvt. Pt's hct was 33.6% upon admittance to the emergency room, but after fluids, dropped to 26.3% - unsure at what point the inratio2 test was performed - customer did not indicate the reason for the original admission to the ER.